Event description:
It was reported that the patient presented for an implanting procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance. The lead was replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implanting procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance. The lead was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Final analysis found the complete lead was returned in one piece. Electrical testing found an internal short between conductor paths due to overtorqued inner coil inside the connector region consistent with procedural damage. Visual and x-ray inspection found damages consistent with procedural damage. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of high pacing impedance was not confirmed. Final analysis found the complete lead was returned in one piece. Electrical testing found an internal short between conductor paths due to overtorqued inner coil inside the connector region consistent with procedural damage. Visual and x-ray inspection found damages consistent with procedural damage. The lead was otherwise normal. No anomalies were found.